Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed: electrical failure. Cable insulation is peeling away at donut end and wires are exposed. Stuck on checking the recharger screen. H7, h9: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jun-17 (B)(4): working correctly and the doctor and manufacturer representative (rep) said it needs to be replaced. Agent had patient inspect the recharger for any damage; patient mentioned the cord was fraying where the cord goes into the paddle. Patient noted that the recharger was giving them trouble and took awhile and the doctor got the rep involved and last time the patient was at the doctors office they said they need to get it replaced. Patient stated the recharger has been showing out for over 6 months and starts like it was going to charge but then won't and the paddle gets hot. Patient reported that they called the rep but hadn't heard back from them and that was when their doctor called the rep and requested that they come in and talk to patient; rep came in and talked and did a few things and said to call patient services for a replacement. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), implanted: (B)(6) 2019, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.